Manufacturer narrative:
Tracking #.50702. Endopath ets: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "misfired" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated.

Event description:
It was reported the tsb35 was used during an appendectomy. It was reported by the affiliate the instrument is misfiring. There was no consequence to the pt.